Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03537. It was reported the patient experienced pain at the ipg site following a fall. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg was repositioned to a new location to resolve the issue. During the procedure the physician damaged the implanted lead. The lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.